Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Four pors occurred on (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. The ipg could not measure right ventricular or atrial thresholds. It was noted that the ipg experienced multiple power on reset (por) episodes. The ipg was explanted and replaced.<(><<)>end>.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed and was able to reproduce the reported power on reset (por) failures. After removal of the memory component, reproducing the pors was not achievable with additional testing. No anomalies were found with the memory component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.